Event description:
It was reported that high impedance issue was observed, and lead fracture was confirmed on the x-ray on the l3 lead. Patient lost therapy. Patient denies any traumas or falls. Lead was explanted, and a new lead was implanted. There were no complications during the procedure. Therapy was restored. Patient was stable.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and all the internal lead wires broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while in vivo. The cause of the event is consistent with damage during use.